Event description:
The surgeon had performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) on (B)(6) 2012. On the date of event, the surgeon performed a revision, replacing the partial knee components with new components of the same size.

Manufacturer narrative:
The surgeon stated that he felt his cementing technique caused or contributed to the issue. The cement adhered to the implants, but did not adhere to the bone. The patient did not participate in any known non-compliant post-operative activities.